Event description:
While performing scheduled maintenance on the device, it was reported by an authorized bench technician that the battery for the unit was below the recommended capacity following calibrations. There was no patient involvement.